Event description:
Pt received a series of bilateral orthovisc injections in may, and after the third injection, pt suffered from hives on entire body. Pt has a history of hives but currently the hives were more red and bumpy. Update (B)(6) 2012: pt went to her allergist and was given prednisone while she was in the office. The allergist cannot confirm the hives to be related to the injection. Pt had the third injection (first and second are unconfirmed). The use of fluoroscope was used with contrast medium which contained iodine. Updated (B)(6) 2012: hives have almost resolved with only one remaining.

Manufacturer narrative:
The device was not available to be returned and the lot number is unk. No further eval or investigation is possible.